Event description:
It was reported that the patient experienced pericardial effusion. A pericardial drain was placed and the leadless implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra delivery system model #: mc1vr01-delsys/ expiration date: 28-feb-2023 / serial#: (B)(4) UDI #: (B)(4) device available for evaluation: no dev rtn to MFR? No mfg date: 10-sep-2021 labeled for single use: yes if information is provided in the future, a supplemental report will be issued.